Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a patient experienced hypotony after having an intraocular stent implanted. This is one (1) of two (2) reports for this patient. This report is for the left eye. Additional information has been requested.